Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative and will be informing the ordering physician. Hfid # (B)(4): the investigation identified a potential false negative in the lcx. Due to challenging image data, after the initial analysis was delivered, a second analysis during a quality review resulted in a decrease in the distal ffrct value from 0.84 to 0.73 on the lcx. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient.

Event description:
Heartflow identified a potential false negative result.

Manufacturer narrative:
Heartflow was able to confirm with the ordering physician that the reassessment of the analysis would not have affected their diagnosis or treatment decisions and did not result in an adverse event for this patient.